Manufacturer narrative:
Button error alarm and no act and up button response due to corroded keypad traces. No moisture damage inside insulin pump noted. Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
Customer reported via phone call that the device alarmed button error alarm. Customer's blood glucose was 50 mg/dl. Buttons were not responsive. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.